Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead, implanted: (B)(6) 2007; a 694965 implantable tachy lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient experienced past diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was expl anted and replaced. No patient complications have been reported as a result of this event.